Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
(B)(4). The pump is damaged as per customer. She said the crack is on the back of battery compartment from top to bottom, like wrapping around of it. The pump gave error alarm and the screen turned black. Not turning on anymore even she tried changing the battery hippa verified inquired what led up to the complaint. Customer response: customer was under water when the pump started to alarm bumped/dropped/cosmetic damage t/s per (B)(4). Question - is the customer reporting cosmetic damage, the pump was bumped, or pump was dropped? Response: the pump is damaged as per customer. She said the crack is on the back of battery compartment from top to bottom, like wrapping around of it. The pump gave error alarm and the screen turned black. Not turning on anymore even she tried changing the battery. Adv to d/c from the pump. Question - does the infusion set show signs of damage? Response: no signs of damage. Question - does the reservoir show signs of damage? Response: no signs of damage. Customer states the pump does show signs of physical damage. Type of damage is: the pump is damaged as per customer. She said the crack is on the back of battery compartment from top to bottom, like wrapping around of it. The pump gave error alarm and the screen turned black. Not turning on anymore even she tried changing the battery. Damage occurred: customer has no idea how the damage occurred. Location of the damage is: the pump is damaged as per customer. She said the crack is on the back of battery compartment from top to bottom, like wrapping around of it. The pump gave error alarm and the screen turned black. Not turning on anymore even she tried changing the battery. Is the physical damage to the pump's reservoir lip ring: no customer said she never dropped or bumped the pump adv the pump will need to be replaced. Adv to discontinue use of the pump and revert to backup plan per hcp's instructions. Expl rpl policy. Customer's outcome pertaining to the complaint: advise the customer the pump will needs to be replaced and to discontinue use of the pump. Advise customer to revert back using manual injections or pens as per doctor's instructions. Advise to set up old pump to storage mode and return to mdt. Send her a replacement belt clip too additional notes: pump sn: (B)(4) pump type: 670g incident date: (B)(6) 2019 bg level at time of incident: 220 mg/dl weight: (B)(6) lbs customer request to add a new email address: (B)(6) advise the customer the pump will needs to be replaced and to discontinue use of the pump. Advise customer to revert back using manual injections or pens as per doctor's instructions. Advise to set up old pump to storage mode and return to mdt. Confirm the shipping address of customer. Adv on shipping time details, via (B)(6). Adv signature required. Played in warranty recording, customer has no question. Customer confirmed insurance provider. One time shipping address: (B)(6), USA (B)(6) delivered by: by end of day thursday (B)(6) 2019 informed customer might receive aftercare email with valuable resources about customer's call today. Advised also might check medtronic website for other references or guides. Advised also that customer might receive email survey. Since the old belt clip is no longer with customer, with leadership approval, we send her a replacement belt clip too ship: 1 mmt-1760kpk, 1 cs le, 1 cs white box, 1 acc-1601/return: 1 mmt-1780k with sn (B)(4).

Manufacturer narrative:
Device was received with blank display due to moisture damage on electronic assembly. Unable to verify e/a alarm unspecified due to blank display. Device was received with partially broken reservoir tube lip, missing reservoir tube o-ring, missing reservoir retainer, cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. Unable to perform displacement test and reservoir unable to lock into place due to partially broken reservoir tube lip, missing reservoir tube o-ring and missing reservoir retainer.